Event description:
Baxter received a report from a baxter technician to report the advance frame foot brake casters were not holding. The bed was located at the account. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.

Manufacturer narrative:
The account stated they found the brake cable not to be tight. The baxter technician advised them to inspect the connection at the head end of the bed. Per the baxter service manual the advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Check the tires for cuts, wear, tread life, etc. Test the brake casters to determine if the bed moves when you activate the brake mode, replace or adjust when necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Baxter has contacted the account three times requesting the resolution to this record. No response has been received. Based on this information, no further action is required. If any further, relevant information is received, the record will be reassessed accordingly.